Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012410. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the tip of the plunger rod was observed bent. The material used to manufacture the bd flu plus syringes is selected and tested to resist normal conditions of use. Per the provided feedback and picture, it is possible that this deformation was produced during the manufacturing process due to defective transport of the components or hard conditions of storage within the production facility. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that the bd flu+¿ syringe plunger was found bent and partially loose inside the packaging. The following information was provided by the initial reporter: "syringe noted to be defective. Plunger inside syringe is bent it was already slightly pulled out when packet opened."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+¿ syringe plunger was found bent and partially loose inside the packaging. The following information was provided by the initial reporter: "syringe noted to be defective. Plunger inside syringe is bent it was already slightly pulled out when packet opened."